Event description:
From (B)(6) 2022- (B)(6) 2023, we had 78 (seventy-eight) needlestick incident where medical professionals used the dropsafet safety needle 25g 1" needle to give immunizations and the device was reported by the healthcare professional as faulty. Examples were "safety mechanism failed, the whole needle to syringe connection was weak and broke off (sometimes flying apart) or after engaging the safety device the needle "poked out of the safety cover", "the safety clicked into place but the cover did not fully cover the tip of the needle and poked the provider", "the safety cover would not flip up easily". Lot numbers include but are not limited to (B)(6) - and many more.